Event description:
Litigation papers alleged, patient was revised to address hip dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.